Manufacturer narrative:
Therapy date - this occurred on an unspecified date in 2017. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified number of clearlink catheter extension sets leaked due to a crack in the tubing. This occurred during infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.